Event description:
It was reported that there were unacceptable thresholds and positioning difficulty. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary lfj070861v no anomalies found; full lead returned and analyzed.